Event description:
It was reported that the pump was exhibiting both watchdog and audible alarm errors. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger head case and bottom case were cracked; the keypad screen was scratched and the rubber feet were missing. Review of the event history log showed occurrences of acu watchdog and primary audible alarm errors. Functional testing involved running the pump through the power up process and audible testing. The device failed the audio test. The investigation determined that the speaker not working as intended was the cause of the reported issue. The speaker was replaced. As the pump is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history record review was performed. Per service history review this device has not been in for service previously. B3: unknown; no information has been provided to date.